Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of lot t15337n. No issues with recovery were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Unable to determine the root cause of the complaint. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported discrepant low tni results for one patient on triage vs. Atellica hs-tni method. Patient symptoms: mild chest discomfort, aching sensation radiating to both arms patient diagnosis and treatment: patient was initially discharged, then called back to the ER. Heparin (100 units/ml), IV infusion (1000 units/hr) (nitroglycerin 0.4 mg, heparin injection 5000 units). Patient was transferred to the hospital.